Event description:
It was reported that on (B)(6) 2023, a 24mm amplatzer atrial septal occluder was chosen for implant. During deployment of the device, the device exhibited a cobra deformation. There was no report of a replacement device and the procedure was aborted. The patient status was reported as stable and no reports of adverse consequences. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, a video and photo were received from the field, and it was appeared to demonstrate cobra deformation of an occluder device when deployed through loader. However, it could not be confirmed as there was no shape deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no any anatomical interference, there was no angulation or kink in the delivery system upon deployment, and the 9f size delivery system was used. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.